Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument tip sparked. There was no error reported. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: a fenestrated bipolar forceps was being used when the spark occurred. The instrument was inspected prior to use with no damage observed. After the sparking event, burn marks were found at the joint of the front end shaft of the jaws. The spark occurred between the instrument head and the instrument. The customer was using bipolar energy to cauterize when the spark occurred. The customer was using the instrument with a valleylab generator set at cut 40 and coag 40. There was no instrument collision during the procedure. The instrument tip was in contact with tissue when the spark occurred, but there was no injury to the patient. The patient has not returned to the hospital due to post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the customer has not issue the return of the instrument. Available.